Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Weight - approx. (B)(6) lbs. Explanted date: unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was an issue with the angio-seal device that occurred days post procedure. The physician alledged that the anchor occluded the vessel and that the patient had had to be taken to surgery to remove the anchor. Additional information was received (B)(6) 2019: one day post procedure the patient called with complaints of severe pain in the left leg. The procedure performed was a peripheral intervention using a 6fr sheath. The blood loss was less than 5ml's. The puncture site was below the level of the common femoral artery bifurcation. Distal pulses were present with a doppler. There were no other devices used with the angio-seal device. The patient was in stable condition.